Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with intraperitoneal injections of reflin and fortum (1g, once daily). The cause of the peritonitis was unknown. At the time of this report the patient status was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.